Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spring was missing upon putting the instruments back together.

Manufacturer narrative:
Product complaint # ==> pc(B)(4) investigation summary ==> examination of the returned device confirms the reported event.